Event description:
It was reported that this pacemaker exhibited a decrease in expected longevity from 8 years to 7 months over the course of 1 year. Premature battery depletion was suspected. Subsequently, this pacemaker was explanted. No additional adverse patient effects were reported. This device was included in the recent hydrogen induced premature depletion advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited a decrease in expected longevity from 8 years to 7 months over the course of 1 year. Premature battery depletion was suspected. Subsequently, this pacemaker was explanted. No additional adverse patient effects were reported. This device was included in the recent hydrogen induced premature depletion advisory population. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.